Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation on (B)(6) 2016 noise was noted resulting in automatic mode switch episodes. All other lead measurements were stable. The patient complained of feeling fatigue, the physician elected to monitor the patient. No additional information was available.